Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient felt sick in the morning and experienced loss of consciousness. The patient´s sister treated the patient with honey while he was unconscious and called an ambulance. When the paramedics arrived, they treated the patient with honey and coca cola. The patient regained consciousness and recovered. At some unspecified time of the event the cgm was reading 12.0 mmol/l and the blood glucose reading was 3.3 mmol/l. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.